Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection found both seals intact and a cracked right plunger case. Event history log found evidence related to the reported problem of invalid syringe size. Functional testing was performed to check and test the syringe size sensor. The reported problem was able to be replicated. The syringe size value did not change with movement. The reported problem was due to impact which broke the size pot pin and the barrel clamp guide. The operator's manual warns the user to never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. The problem source was identified as user interface. To resolve the problem, the size pot and barrel clamp guide were replace. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. UDI, operator of device and initial reporter also sent reports to FDA are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump did not recognize the syringe. No additional information was available. No patient injury was reported.